Event description:
The user facility reported that the surflash poly catheter device broke. Follow up communication with the user facility reported: had a good flash; when it was time to slide off catheter, it broke off; but was able to remove by sliding out with fingers from the cephalic vein from the patient's front leg; it was reported no injury; and it was reported the patient is "ok".

Manufacturer narrative:
Note: although this report is related to a product that is labeled for use in the veterinary market, the product is identical to product that is labeled for human use. Therefore, this report is being submitted as a precautionary measure. (B)(4). The actual sample was not returned to the manufacturing facility for evaluation. Therefore the investigation is based upon the user facility information and the evaluation of retention samples. Microscopic inspection of the catheter and inner needle revealed no abnormality or defects that would adversely cause the catheter to break off. A review of the manufacturing and inspection records of the detector for defects of the catheter revealed no abnormality for this lot number. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaints files confirmed no similar complaints between 2012 and 2014. Although the cause of the reported event cannot be definitively determined based upon the available information, there is no evidence that this event was related to a device defect or malfunction. It is likely that if the inner surface of the catheter had any damage by reinsertion of the inner needle, the catheter would have broken by a pulling force. The device labeling does address the potential for such an event in the instructions-for-use by statements including: "do not attempt to re-insert a partially or completely withdrawn needle. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow-up. (B)(4).

Manufacturer narrative:
This report is being submitted as follow-up #1 for MFR. Report # 9681835-2015-00018 to provide the evaluation of the returned sample. In our initial report we stated the device would not be available for evaluation and the customer has since returned the sample to the manufacturing facility for evaluation. Visual inspection upon receipt confirmed that the catheter was detached from the hub. Microscopic inspection revealed that the detached part of the catheter surface had an oval, flat and sharp edge. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the simulation test, it is likely that the catheter was cut by scissors or a sharp object. All available information has been placed on file in quality assurance for tracking, trending, and follow up.

Event description:
This report is being submitted as follow-up #1 for MFR. Report # 9681835-2015-00018 to provide the evaluation of the returned sample.